Event description:
Device malfunction: clip deployed in the distal end of the exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful step-by-step clip deployment, the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device info. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.